Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2025). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly detached from the shaft. It was further reported that the balloon was difficult to be removed from the patient. Reportedly, the device caused occlusion at the level of the v. Pulmonalis. The current status of the patient is unknown.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly detached from the shaft. It was further reported that the balloon was difficult to be removed from the patient. Reportedly, the device caused occlusion at the level of the v. Pulmonalis. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation with the balloon detached. During visual evaluation, the balloon was noted to be inverted and detached. The glue bullet was not seated correctly and inner guidewire lumen was noted to be exposed with marker bands present. No kinks were noted to the catheter shaft and no anomalies to the luers/y-body. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported balloon detachment as the balloon was received detached from the catheter shaft. However, the investigation is inconclusive for the reported difficulty retrieving the detached balloon as the failure cannot be replicated for testing. A definitive root cause for the alleged balloon detachment and difficulty retrieving the detached balloon could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.